Event description:
During a ptca/stenting treatment procedure, the guidewire fractured. The lesion being treated was located in the lad coronary artery. The guidewire was manipulated through a metal entry needle to reach the lesion. During withdrawal of the wire, a complete fracture of the corewire was noted at the very distal tip of the wire. This fracture was reported to have occurred outside of the pt's body. The pt's symptoms were unchanged during this event. The luge 300 j guidewire was removed and replaced with another guidewire to successfully complete the procedure. No pt injuries or complications were reported.